Event description:
It was reported to philips that the handle of one external paddle m3543a was detached from the base; it is the third time that this has happened. The customer did not report patient involvement or impact.

Manufacturer narrative:
One set paddle was returned for failure analysis. The reported problem was verified in the lab. Sternum side handles of the paddles were broken; wires were exposed, and had signs of chafing/ physical damage.